Manufacturer narrative:
Upon visual inspection, the device was found to have corroded sockets. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure at the user facility the micro sagittal saw was running without user activation, which caused a 30 minute delay. Additional anesthesia was administered to the patient due to the delay. The procedure was completed successfully. No medical intervention and no permanent damage to the patient were reported.

Event description:
It was reported that during a procedure at the user facility, the micro sagittal saw was running without user activation, which caused a 30 minute delay. Additional anesthesia was administered to the patient due to the delay. The procedure was completed successfully. No medical intervention and no permanent damage to the patient were reported.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.